Event description:
It was reported the problematic interconnect cable resulted in a shut down or lockup situation for the customer. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.